Event description:
Complaint ID (B)(4).

Manufacturer narrative:
Additional information received on 2026-03-23. A getinge technician was sent for investigation and found a defective bubble sensor. A new one was ordered and replaced. Unit works fine at this time. The investigation is ongoing. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
Complaint ID (B)(4).

Manufacturer narrative:
Additional information received on 2026-02-13, that the e-drive was not used and no pump stop occurred. The customer does not run the cardiohelp with the arterial bubble intervention turned on. Further it was confirmed that there was no visible damage on the sensor panel. A follow-up medwatch will be submitted when additional information becomes available.

Manufacturer narrative:
A getinge service technician will investigate the affected cardiohelp. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
The event occurred in USA during patient treatment. Customer called stating when patient went on support flow was not reading on the machine, only rpm's. Flow/bubble sensor was inspected for damage, and none was found. Cardiohelp unit was switched, and flow displayed on the screen of the new cardiohelp. Customer also noted that both cardiohelps are due for inspection. No harm to any person has been reported. The cardiohelp was replaced during treatment, therefore a report is required. Complaint ID (B)(4).